Event description:
The customer reported to vyaire medical that the vela ventilator unit has transducer fault and failing the leak test. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.